Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause: user error: per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge with more insulin than the cartridge can hold. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer¿s blood glucose level was between 200-400mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.